Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase a steam pop occurred. The biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation. Upon initial and secondary inspection, no visual damage or anomalies observed. The investigational analysis completed on 3/9/2020. The device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacture reference no: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase a steam pop occurred. Cardiac tamponade was then confirmed by echocardiogram and intracardiac echocardiography catheter. Pericardiocentesis was performed, and 1500cc of fluid were removed from the pericardial space. The patient was reported in stable condition after pericardial drainage. There¿s no information regarding extended hospitalization, patient¿s outcome and physician causality opinion. No biosense webster inc. Product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.